Manufacturer narrative:
Initial and final MDR 1904645 - MDR 3003442380-2024-12258 - device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that patient faced 5 events of infusion set fell off during use. The events occurred within 1 day of insertion. No further information was available.